Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was reprogrammed from secondary vector to primary vector after the patient received two inappropriate shocks due to t-wave oversensing. The physician did not run automatic setup at the time of the programming changes. A subsequent treadmill test was performed at which time the device was programmed off. The patient went into ventricular tachycardia (vt) and/or ventricular fibrillation (vf) which resulted in a syncopal event. A stat shock was delivered through the device which converted the rhythm. The patient recovered in the clinic and was sent home. No additional adverse patient effects were reported.